Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that there was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.